Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the customer received a power source alert while using the tandem-provided usb cable. Uring troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no reported adverse impact to the customer¿s blood glucose level. New charging cable and wall adapter were sent to the customer.